Event description:
Floseal matrix hemostatic sealant was used by a surgeon during a cardiac surgery procedure to stop a persistent small bleed at the suture line placed to close the hole in the ventricle created by the cardioplegia cannula. Bleeding was stopped and the patient, was transferred to ICU post-operatively. A few hours later the pt went into shock and underwent emergency surgery. The surgeon observed bleeding at the same site where floseal had been applied.